Manufacturer narrative:
Additional information: b3, b5, d1, d4 (model #, catalog #, lot #, UDI #), e1 (facility name, street 1, street 2, city), d10, g3 (date MFR rec, PMA / 510(k) #), h4, h6 d10. Concomitant product: oms-t10sb, oms-t10sb trocar balloon o armatures10 (lot# p4e0883) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia procedure, the grey inner bung breaks off and goes into port. This issue occurred on two devices. There was no issue with the third device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the balloon did not inflate. It did not hold air.